Event description:
Treatment of an aneurysm. During the procedure, it was reported that the implant coil prematurely detached when it was advanced 1 cm out of the microcatheter and was retrieved with a snare.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The delivery pusher and implant coil were returned for evaluation already detached; however, the evaluation could not determine the cause of the event.(B)(4).